Event description:
It was reported that upon initial interrogation of the pacemaker, it was noted to be in safety mode. Boston scientific technical services (ts) was contacted and advised not to implant the pacemaker and requested return of the device for analysis. The device was not implanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that upon initial interrogation of the pacemaker, it was noted to be in safety mode. Boston scientific technical services (ts) was contacted and advised not to implant the pacemaker and requested return of the device for analysis. The device was not implanted.